Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 6 failed and displayed failed to stay close error message. The customer attempted troubleshooting by rebooting the station and trying to recover the drawer; however, these efforts were unsuccessful, and the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-nov-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 6 was failed to stay close. A field service engineer found that the drawer 6 was not sensing as closed and latched. Inspected the drawer latch assembly and determined the magnet was missing. Replaced the latch assembly to resolve the issue. The system functioned as intended after the field service engineer repaired the device.